Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during an anterior vitrectomy procedure, the anterior vitrector did not work. The status of the aspiration function was not known. The patient 's current condition is not known. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No anterior probe was returned for evaluation. A device history record review as performed and the product was released based on the products¿s acceptance criteria. The root cause for customer complaint issue could not be determined. (B)(4).